Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation indicates the distal end of the wire was bent. This is an indication of misuse of the device. This failure would lead to the wire getting stuck at the edge of the shaft and not completely retracting. This failure can be attributed to user technique. Inspection of the device revealed the button is difficult to slide from the closed to the slip position and then to the open position. When the button was triggered, the wires do not retract into the tube. Due to an increasing trend in the number of button failures, a CAPA was initiated to determine a root cause for this failure. Investigation reveals the manufacturing process is the root cause, specifically the wire-tube and the button assembly process. Furthermore, a non-conformance search was conducted and no non-conformances have been identified for this part number (251723) with lot number (1l22833) combination. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.  UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the customer via phone that during a shoulder repair procedure the first ideal suture grasper 60 degree malfunctioned. The second grasper tip broke inside the patient. The customer stated that everything was removed from the patient. The case was completed with another like-device of a different lot. No patient harm or surgical delay was reported. The customer was not present and could not provide any additional information. The devices are being returned for evaluation.